Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the cmax surgical table and tested the operation and function of the table including its electrical connections and lubricates. The technician found no issues with the table and was unable to duplicate the reported event. The table was confirmed be operating properly and returned to service. The table was installed in 2007 making it approximately 17 years old. An exact cause could not be determined as the table was confirmed to be operating properly. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their cmax surgical table moved without being commanded to do so. The procedure was completed successfully. No report of injury.